Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of menorrhagia ('menorrhagia') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), arthralgia ("arthralgia"), neck pain ("neck pain"), depression ("depressive syndrome") and irritability ("chronic irritability"). The patient was treated with surgery (salpingectomy with bilateral cornuectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, dizziness, arthralgia, neck pain, depression and irritability outcome was unknown. The reporter provided no causality assessment for arthralgia, depression, dizziness, irritability, menorrhagia and neck pain with essure. The reporter commented: patient has dizziness, arthralgia and neck pain, depressive syndrome with chronic irritability also coupled with menorrhagia. Essure samples are available. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of menorrhagia ('menorrhagia') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), arthralgia ("arthralgia"), neck pain ("neck pain"), depression ("depressive syndrome") and irritability ("chronic irritability"). The patient was treated with surgery (salpingectomy with bilateral cornuectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, dizziness, arthralgia, neck pain, depression and irritability outcome was unknown. The reporter provided no causality assessment for arthralgia, depression, dizziness, irritability, menorrhagia and neck pain with essure. The reporter commented: patient has dizziness, arthralgia and neck pain, depressive syndrome with chronic irritability also coupled with menorrhagia. Essure samples are available. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kgs. Amendment: the report was amended for the following reason: initial reporter of case was the device vigilance department of the hospital where patient had the device removed, patient was not the primary reporter. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of menorrhagia ('menorrhagia') in a 44-year-old female patient who had essure (batch no. 816054) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included elective abortion in 2011, multigravida and parity 5. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), depression ("depressive syndrome / depression"), irritability ("chronic irritability"), vertigo ("rotary vertigo"), balance disorder ("sensations of instability") and tinnitus ("bilateral tinnitus"). On an unknown date, the patient experienced dizziness ("dizziness"), arthralgia ("arthralgia") and neck pain ("neck pain"). The patient was treated with surgery (bilateral salpingectomy and cornuectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, dizziness, arthralgia, neck pain, depression, irritability, vertigo, balance disorder and tinnitus outcome was unknown. The reporter provided no causality assessment for arthralgia, balance disorder, depression, dizziness, irritability, menorrhagia, neck pain, tinnitus and vertigo with essure. The reporter commented: patient has dizziness, arthralgia and neck pain, depressive syndrome with chronic irritability also coupled with menorrhagia. Essure removal was performed due to medical reason (medically necessary). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: essure device removal questionnaire was received: medical history added; essure lot number 816054 insertion date was changed from (B)(6) 2011 to (B)(6) 2011; new events rotary vertigo, sensations of instability, and bilateral tinnitus added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of menorrhagia ('menorrhagia') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), arthralgia ("arthralgia"), neck pain ("neck pain"), depression ("depressive syndrome") and irritability ("chronic irritability"). The patient was treated with surgery (salpingectomy with bilateral cornuectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, dizziness, arthralgia, neck pain, depression and irritability outcome was unknown. The reporter provided no causality assessment for arthralgia, depression, dizziness, irritability, menorrhagia and neck pain with essure. The reporter commented: patient has dizziness, arthralgia and neck pain, depressive syndrome with chronic irritability also coupled with menorrhagia. Essure samples are available. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of menorrhagia ('menorrhagia') in a 44-year-old female patient who had essure (batch no. 816054) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included elective abortion in 2011, multigravida and parity 5. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), depression ("depressive syndrome / depression"), irritability ("chronic irritability"), vertigo ("rotary vertigo"), balance disorder ("sensations of instability") and tinnitus ("bilateral tinnitus"). On an unknown date, the patient experienced dizziness ("dizziness"), arthralgia ("arthralgia") and neck pain ("neck pain"). The patient was treated with surgery (bilateral salpingectomy and coronectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, dizziness, arthralgia, neck pain, depression, irritability, vertigo, balance disorder and tinnitus outcome was unknown. The reporter provided no causality assessment for arthralgia, balance disorder, depression, dizziness, irritability, menorrhagia, neck pain, tinnitus and vertigo with essure. The reporter commented: patient has dizziness, arthralgia and neck pain, depressive syndrome with chronic irritability also coupled with menorrhagia. Essure removal was performed due to medical reason (medically necessary). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2020: essure device removal questionnaire was received: medical history added; essure lot number 816054 insertion date was changed from (B)(6) 2011 to (B)(6) 2011; new events rotary vertigo, sensations of instability, and bilateral tinnitus added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.